Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the break defeat button broke. A 1.25mm rotalink¿ plus was selected to be used for a percutaneous coronary intervention procedure. When the physician pushed the brake for retrieving the burr during dynaglide, it was noted that the black button broke. The procedure was completed with this device. No patient complications reported and patients' condition was stable.